Manufacturer narrative:
The reported issue that the kit rear case assy of the ten large volume pump modules needed replacing could not be confirmed; no product was returned for investigation, and the customer cancelled the order request. No further investigation of this issue is necessary; bd had released a new material (B)(4) that has improved chemical resistance to cleaning agents used in hospitals. The new material was implemented in (B)(6) 2013 under change order (B)(4). In addition to the release of the new material the rear case received design improvements intended to improve part strength. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
No product returned. It was reported that allegedly kit rear case assy of the ten large volume pump modules will be replaced.